Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked what is the current status of the device and if it will be returned to the manufacturing company, the patient said their device was changed out due to weight loss over 8 years ago. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) it was reported that the patient stated she had a gastric bypass in 2007 and lost (B)(6). Patient stated the ins began shifting around because the pocket was too big after the weight loss. Patient stated it was replaced in 2008 or 2009. No further symptoms or complications reported